Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead got stuck and the stylet could not be advanced. Upon removal of the lead it was observed that there was an insulation breech around the distal rv coil where the lead has a "bump." It was also reported that some insulation was peeling off at the distal tip of the rv coil. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that the defibrillation coil was distorted and the lead appeared to have been damaged at implant.